Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned for an unknown reason. Attempts to gain additional information have been unsuccessful. Should any additional information become available, this report will be updated at that time. To date, no additional adverse patient effects have been reported.